Event description:
Customer reported system would not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the 5v power supply connector. System operates as intended.